Event description:
It was reported that the ocucoat syringe was tested, bubbles were removed and during the third push of the plunger the tip released and the cannula lodged in the pt's iris. As a result, the pt suffered from acute hyphema. No other pt injury was reported. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.